Manufacturer narrative:
A ge rep evaluated the sys and replaced the on/off switch and the power control board. The system operates as intended.

Event description:
It was reported there was a loss of live image. No pt injury was reported.